Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reset pump and reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.